Event description:
It was reported that the needle did not deploy the cannula into the skin and the cannula was not visible upon pod removal. The patient¿s blood glucose (bg) reached greater than 250 mg/dl. The pod was not worn and has been discarded by the patient. There was no report of medical intervention.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded.we are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.cloud - locked down/smartphone: data not availablecloud - omnipod 5 software app version: data not availablecloud - smartphone operating system: data not availablecloud - smartphone hardware: data not availablecloud - cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.